Event description:
This trifecta heart valve (model and serial number unknown) was explanted due to endocarditis. At the time of explant, a second trifecta heart valve (model and serial number unknown, MFR report # 3008452825-2015-00058) was implanted. Following surgery, the patient had a recurrence of endocarditis which resulted in the explant of the second trifecta valve. No additional information was received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.